Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with both front corners of the top case chipped out. Event log history was performed and indicated that check syringe plunger sensor was recorded in history. During analysis, check syringe plunger sensor was found at power up. It was noted that flipper touching the top of ear clip when plunger assembly was pushed all the way in was the cause of the reported issue. Service replaced the right plunger case to correct the reported issue, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be due to design.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited check plunger sensor error. No patient was involved in this event. No adverse effects were reported.